Manufacturer narrative:
(B)(4). Batch #: u5dk3u. (B)(4). Investigation summary: the analysis found that one pve35a device was returned with the anvil and closure trigger closed and the knife partially advanced and with no reload loaded on the device. In addition, one battery pack was returned. The device was tested for functionality in the straight position with a test reload, however did not achieved and complete firing sequence. Further analysis shows that pressing strongly down on the upper right side of the bailout door and the knife reverse switch worked and the knife was returned to the home position. The device was again tested for functionality by manually pressing on the door right above were the firing switch actuator is located, this time the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The door was removed and it was noted an intermittent function of the switch as the device would only operate when the switch is manually pressed down. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the firing switch actuator has been correlated to a manufacturing process. There was an out of specification issue with components that affected the functionality of the firing switch actuator. It should be noted that as part of our quality process, all devices are manufactured, inspection, and released to approved specifications.

Event description:
It was reported that during a thoracoscopic right upper lobectomy, the knife moved all the way but did not return to home position at the 1st firing on the pulmonary vein. The knife reverse switch was used, but the knife did not return. The device worked again with firing trigger after messing around with device. The knife moved forward to the distal end of the cartridge again and return to home position. Endo gia (covidien) was used to complete the case. There were no adverse consequences to the patient. When the sales rep fired the device outside the patient for functionality after the surgery, the device worked, but then the knife stopped. The knife reverse switch did not function, so the device could not be released. No further information is available.